Event description:
Appears potential atrial under-sensing triggering device classified false termination of at/af event(s) at times. Low amplitude p wave measurement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).